Event description:
Customer alleged blood glucose results of lo (less than 10 mg/dl) and 110 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having no symptoms, and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. The customer stated that he was unsure if the test strip yielding the lo result was dosed correctly. Product labeling provides instructions for proper strip dosing and instructs the user to make sure the yellow window on the strip is filled with blood. A request was made for the return of the suspect device and replacement product was sent.